Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer was treated with insulin pump. The troubleshooting was performed. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare provider instructions. The customer was advised to use the battery cap once he gets home and if doesn't solve the failed battery issue to give us a call and we could replaced his insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.